Event description:
Per the surgeon's report, this patient's device was explanted in 2002 due to a staph aureus skin flap infection. The patient was reimplanted and has recovered.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.